Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 377860, lot# v010390, serial# implanted: (B)(6) 2007, product type: lead. Product ID: 105509-001, lot# n083065, implanted: (B)(6) 2007, product type:....

Event description:
It was reported that the patient's implantable neurostimulator (ins) was installed around 10 years ago. The ins would no longer accept a charge. The patient would like to have the stimulator removed, but the practice that the patient was at did not remove internal stimulators. Additional information was received from the patient on april 19th 2016 stating that they were requesting a list of doctors that could remove the spinal stimulator because it had not held a charge for several years, and the results had been minimal. The indication for use was failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.